Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.